Event description:
It was reported that a patient experienced a hernia coincident with peritoneal dialysis (pd) therapy. The home patient (hp) stated that their fill volume was changed due to a hernia. On an unreported date, the patient underwent surgery to treat the hernia. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A device history record review and a service history review revealed no issues that could have caused or contributed to the reported issue. The cause of the event was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.